Event description:
Per voicemail from sales rep, a pt experienced an abrupt closure of a nearly implanted cypher stent and ultimately died.

Manufacturer narrative:
Additional info has been requested and an investigation is ongoing. Additional info will be submitted within 30 days of receipt.